Manufacturer narrative:
(B)(4). Investigation summary the device was returned with no apparent damage. The device was connected to a gen11. During functional testing the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger, resulting in no audible feedback sound. The broken closure indicator does not affect the device functionality. In addition there was a broken internal component. This rendered the clamp arm nonfunctional. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a ladg, the handle became not to be grasped completely since the handle became stiff during use. An unexpected sound was heard from the device when the handle was grasped several times. Then the jaws became not to open and close. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another competitive device was used to complete the case. There were no adverse consequences to the patient.